Event description:
The customer was hospitalized for dka. It was mentioned that the doctor assumed the pump was not working. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was complete and the insulin exited. However, the high-pressure test did not pass. Explained the two high bg rule.